Event description:
"B 250cc dc gels subgl thru infra incisions for augmentation. Developed encapsulation within 1yr. Despite vite & massage. Denies h/o decreased size or trauma to breasts but c/o development of cfids, dx'd ebv +. Complicating the many symptoms common to cfids was the fact that the pt underwent l hip disarticulation secondary to injury. Wears a prosthesis & ambulates with crutches which can contribute to their arthralgias, but notes increased sx's since + rf and elevated esr found at that time. Clinically does not fit criteria for ra. The pt has arthralgias (+ am stiffness), myalgias, dysesthesias/paresthesias, spasms, swelling, chronic fatigue, sleep disturb., adenopathy, sore throats, low grade fevers, recurrent infection, night sweats, headaches, tmj probs, visual disturb, dizzy spells, memory loss, dry mucus membranes, hair loss, rashes, sens sun/cold/chem, sob, chest pain (- cardiac w/u), costochondritis, htn, wgt gain, gi/gu disturb (w/u -), easy bruising, menstrual prob."